Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 04.224.080s; lot: 2l25560; manufacturing site: grenchen; release to warehouse date: november 12, 2018; expiry date: november 01, 2028 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection the dhs blade was received with the reported condition of not properly sliding into the lcp dhs® plate. Visual inspection confirmed that the distal end of the dhs blade is deformed. In addition, the shaft surface presents heavy scratches and marks. Functional test: a functional test confirmed the reported complaint condition of not sliding into the lcp dhs® plate. Dimensional inspection: width across flats measured at the distal end of the shaft out of specifications. Width measured in the middle of the shaft does comply with the specifications. Dimensional inspection and functional test were performed at the time of manufacturing showed no non-conformities. Document/specification review: the returned dhs blade was manufactured in november 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The shaft (component part 524722 lot l677361) was manufactured in april 2018 according to the specifications. According to the relevant test instruction, the dimensional parameters were within the specification of drawing. Summary: the returned dhs blade was examined, and the complaint condition was able to be confirmed as the distal end of the shaft was found to be deformed; hence the lcp dhs® plate cannot slide over the dhs blade. The review of the production history revealed that this dhs blade was manufactured in november 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found; the damage occurred is determined to be post production/acceptance criterias. This complaint condition is a result of high applied mechanical strain, most likely with the insertion instrument 03.224.001 not being placed properly or by using an inappropriate instrument. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year reported as 2019; however exact date of event is unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure performed on an unknown date, a locking compression plate (lcp) plate and blade for dynamic hip system (dhs) did not slide properly into each other. There was no significant surgical delay reported. The procedure was successfully completed using another the same like devices. There was no patient consequence reported. Patient outcome reported as okay. This report is for one (1) dhs blade. This is report 2 of 2 for complaint (B)(4).